Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the associated defibrillator recognized these adult electrodes as pediatric electrodes. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation; the customer's report was duplicated and attributed to fractured solder joint on the identification resistor on the electrode pad. The electrode set is capable of delivering therapy. The the device was recertified and returned to the customer. The electrode pads were scrapped at zoll. Analysis for reports of this type has not identified an increase in trend.